Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guide wire was shorter than the lead by more than 10 cm. It was found that there was no guide wire at the most front-end, the lead couldn't be implanted. The device couldn't be used due to inappropriate accessories. The aseptic conditions had been destroyed, and the lead couldn't be used again. No environmental/external/patient factors were reported that may have led or contributed to the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the stylet found the stylet was 60 cm long, but should have been 75 cm long. Analysis identified that the wrong part was packaged in the lead kit. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.